Event description:
It was reported the customer had air bubbles in their reservoir. Customer also reported their reservoir was leaking. Customer's blood glucose was 123 mg/dl. The customer was advised rewinding with the reservoir in place will create air bubbles. Customer was assisted with filling another reservoir successfully. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.